Manufacturer narrative:
An event of embolism of the 5/2mm piccolo device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. A review of the measurements as reported from the field was performed. Per the sizing table in the instructions for use, arten600042307 revision b , the correct size piccolo occluder for the measurements provided was a 5/2mm, consistent with the embolized device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. A CAPA was initiated for further investigation on the device embolism, per internal procedures.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 5/2 amplatzer piccolo occluder was selected for implant in a (B)(6) patient with the following patent ductus arteriosus (pda) dimensions: pda minimal diameter of 3.6mm, pda length of 11mm and diameter at aortic ampulla of 5.1mm. During the procedure the device was placed intraductal, was released from the delivery cable, but was mis-sized too small. As a result , 15 minutes later, the device migrated into the pulmonary artery (pa). A 5 mm snare was used to successfully remove the device, to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable.